Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: g1 h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device history review product code: 07.702.040s lot number: 4g53751 release to warehouse date: 04.jul.2024 expiration date: 01.jul.2027 supplier: (B)(4). Manufacturing site: werk selzach. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025, the patient underwent osteosyntheses surgery for trochanteric femoral fracture with the cement and the syringe. The surgery staff mixed the cement and loaded into two syringes (2ml). However, from the staff tried to load into the next syringe (1ml), it got hard to turn the blue handle. The surgeon also tried to load it but it didn't work. The surgeon opened the new cement and syringe, so the surgery was completed successfully with no delay.

Manufacturer narrative:
J&j medtech is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which j&j medtech has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, j&j medtech or its employees that the report constitutes an admission that the device, j&j medtech, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.